Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified underweight, crease fold, yellow particles, wear abrasion, delamination. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the posterior side assessed as an unidentified (tear) opening. Additional, corrected, and/or changed data: a.2, d.4, d.10, h.3, h.4. H.6.

Event description:
Explanting physician reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Explanting physician reported a right side rupture. The device has been explanted.